Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided. Therefore, it is not possible to identify the set lot number of the device in question and therefore its UDI number currently.

Event description:
The event occurred in USA during treatment. It was reported that the hls set failed due to no gas exchange. The patient expired. As the patient expired, a report is required. Complaint ID# (B)(4).

Manufacturer narrative:
A medical review was performed by getinge medical affairs on 2024-11-18 with following conclusion: "the most probable root causes may be considered as: - the customer questionnaire stated that the sweep gas flow was set to 0.5 lpm. It is unknown if 0.5 lpm s a typographical error (i.e., meant as 5.0 lpm), but a low sweep rate of 0.5 lpm may have been contributory to the event as described, despite an fi(d)o2 setting of 100%. As a note, it was stated that the appropriate gas flow was observed by the clinical team. That said, if the desaturation of the patient was significant (e.g., less than 45% venous) , one minute of support may not provide sufficient time to raise the po2s to clinically acceptable levels, especially if the sweep gas were set to 0.5 lpm -while it was expressed that no clots/thrombus were observed in the hls set/module, the questionnaire stated that no anticoagulation was administered for initiation of support. The product IFU makes the following statements regarding anticoagulation for advised use of the product: no anticoagulation or insufficient anticoagulation causes occlusion of the extracorporeal circulation and the patient circuit. This can lead to inadequate patient support, hemolysis or thrombus formation in the patient. Moreover, the protamine reversal protocol is not known for the clinic in question. Studies have suggested that a 1:1 reversal ratio may be higher than clinically required, leaving the possibility of alterations in coagulation,2 while higher than 1:1 reversal ratio may also impart residual protamine in the blood path for interaction with the bioline (heparin) coated hls set advanced. Regardless, residual protamine in the hls circuit may have contributed to unrecognized thrombus formation within the membrane of the hls set advanced. It should be noted that thrombus formation within the membrane of the hls set advanced may significantly influence gas transfer across the membrane, especially if 0.5 lpm sweep gas was selected. Further, the questionnaire stated that no thrombus was observed in the hls set advanced by the clinical team.- it is not known if the cannulae were patent at the time of initiation of support. It is assumed that either one of two options may have been exercised to facilitate veno-arterial (va) support in a post-cardiotomy scenario. One, the existing cannulae (aorta and right atrium) were used to initiate and enable va support; or, two, new cannulae were inserted during cardiopulmonary bypass to resume support in veno-arterial (va) fashion. The former would have been positioned from known (historical) patency, while the later may not have had the benefit of known (historical) patency due to creation of new cannulation locations/sites. Further, the latter case may have contributed to reduction of flow, contributing to decreased movement of blood through the membrane. That said, no changes in pressure or blood flow were reported before or during the event."while the period of time on the initial hls set was reported to have been one minute, the transition time until the second disposable was implemented (i.e., the assumed period of no support) was calculated as eleven minutes (i.e., from 2226 to 2237 hours). However, it was stated that reversion to cardiopulmonary bypass (cpb) was performed during the transition to another disposable. Also, it is assumed that the reversion to cpb would have sufficiently resituated the patient before transition to the replacement disposable for va support. Because a clinical determination for expiration (e.g., hypoxia, ischemia, thrombus, etc.) Was not performed, the extent to which (if any) the event reported by the customer (in particular) influenced the outcome of the patient (i.e., either directly or indirectly) cannot be determined. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
The affected product was investigated in the getinge laboratory on 2025-01-16 however no exact root cause could be determined. The product functioned as intended and met the specifications. Further investigation is ongoing. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID# (B)(4).

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
The event occurred in USA during treatment. It was reported that the hls set failed due to no gas exchange. The hls set was exchanged. Further information was received that the surgeon noted that the blood was going black into and out of the circuit. The perfusionist checked the gas source. The patient expired on (B)(6) 2024. Following patient data was given: age 74 years, height 170.2 cm; weight 82.4kg. There was no fault discovered during priming procedure of the hls set. The patient experienced reduced gas exchange immediately. During treatment no anticoagulation was used, as heparin with protamine was reversed from the previous bypass run and no procoagulants were used. No clots were identified by the customer. The affected product was investigated in the getinge laboratory on 2025-01-16 however no exact root cause could be determined. The product functioned as intended and met the specifications. A medical review was performed on 2025-01-24 with following conclusion: "considering the results of the life cyle engineering investigation, a structurally-related and/or materially-related root cause(s) may be ruled out secondary to the conclusion that ¿there are no signs of a possible impairment of oxygenation¿ in the examined product. It is assumed that a finding of no impairment of oxygenation assumes gas performance(viz. Transfer and removal) within the membrane of the product. The confirmation of 0.5 lpm setting for ventilatory sweep gas may have contributed to the observation reported by the customer in the narrative of the complaint. In particular, the calculation of the body surface area (bsa) of the patient yields 1.94 m2 (i.e., using the reported patient values of 170 cm and 82.4 kg). The following common indexes were used to calculate target blood flows and estimate projected sweep flows:- blood flow index 2.4 ; target flow (lpm) 4.65 ; sweep flow (lpm) 4.5- blood flow index 2.0 ; target flow (lpm) 3.88 ; sweep flow (lpm) 3.5. The sweep flow in above is an estimate that depends on the co2 production of the patient and any expected inaccuracies in analogue (mechanical) gas flow devices. Given the reported blood flow of 3.00 lpm (expressed as a blood flow index of 1.54), an assumption of approximately 3.0 lpm sweep flow @ 1:1 ratio (sweep:blood flow ratio) is anticipated. The assumption may explain why the reported value of 0.5 lpm of sweep gas flow was assumed to have been a typographical error for a blood flow of 3.0 lpm. A low sweep gas setting may have contributed to the observation by the clinical staff of ¿blood was black going into and out of the cardiohelp circuit¿. Further, the extent of o2 consumption by the patient is unknown and unreported by the customer. The complaint narrative stated the following:"[the] surgeon noted blood was black going into and out of the cardiohelp circuit.¿this statement may be suggestive of a highly desaturated blood entering the membrane. The venous saturation of the blood at the time of the event was not divulged in the context of the complaint. That said, the presumed inlet blood conditions for performance of an oxygenator are stated as the following: hemoglobin concentration: 12pls/minus 1 g/dl oxyhemoglobin saturation: 65plus/minus 5percentages pco2: 45plus/minus 5 mm hg base excess: 0 plus/minus 5 mmol/l temperature: 37plus/minus 2degrees ph:7.4 plus/minus 0.1. If the venous saturation was significantly lower than 65plus/minus 5percentages (as suggested by the complaint narrative), it is assumed that the time to physiologic re-saturation of the blood by the product may be longer than expected under normal conditions. Further, a setting of 0.5 lpm on the sweep gas may have exacerbated physiologic re-saturation in an expeditious manner. Post cpb support may have reduced the hemoglobin concentration thereby further diminishing re-saturation efforts. The lce report states that the unit was ¿pre-cleaned¿; therefore, determination of thrombus as a possible root cause for the observed event (i.e., reduced gas transfer) cannot be established. Last, while the hypoxic event may have contributed to the expiration of the patient, an association between the expiration of the patient and performance of the oxygenator appears to be ruled out given the conclusion of the lce investigation, leaving external root causes (i.e., to the product itself) as possible contributors to the observed event and the reported outcome of the patient. "According to the instructions for use of the hls set, in chapter "safety instructions for the hls set advanced", it is stated that " an insufficient supply of power and oxygen can lead to inadequate patient support. Ensure there is a sufficient supply of medical oxygen. Ensure that the batteries of the drive are fully charged", as well as "use a medical gas supply with dry air and oxygen. Do not use an air humidifier in the gas supply". In chapter "safety instructions for the oxygenator", it is indicated that "exceeding the permissible maximum values damages the oxygenator. This can lead to embolisms and inadequate patient support. Observe the permissible maximum values for blood flow and gas flow as well as pressure on the blood side and on the gas side", as well "flush the oxygenator regularly to maintain or increase the gas exchange capacity. If used for longer than 6 hours: flush the oxygenator at least once a day. Carry out flushing only when the patient's blood gas levels permit. Monitor the patient's blood gas parameters carefully during the flushing process. Discontinue flushing the gas fibers if signs of hypocapnia occur". Lastly, in the same chapter it is said that "the oxygenator performance is restricted if the oxygenator operating position is incorrect or if the gas flow is obstructed. This can lead to inadequate patient support or air embolisms in the patient. Only operate the oxygenator with the gas inlet at the top. Do not occlude or block the gas outlet". The production records of the affected product were reviewed on 2025-01-27. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported failure. Based on the results the reported event "low oxygenation" was not related to a product malfunction. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.